Event description:
Fifteen pts with discrepant hcg results. Pt #1, initial 15 iu/l; repeated twice giving <5 iu/l each time. Pt #2, initial 42 iu/l; repeated three times giving <5 iu/l each time. Pt #3 initial 30 iu/l; repeated twice giving < 5 iu/l each time. Pt #4, initial 18 iu/l; repeated once gave <5 iu/l. Pt #5, initial 75 iu/l; repeated twice giving <5 iu/l each time. Pt #6, initial 54 iu/l; repeated twice giving <5 iu/l each time. Pt #7, initial 207 iu/l; repeated once gave < 5 iu/l. Patient #8, initial 74 iu/l; repeated four times giving 4.16 and <5 iu/l respectively. Pt #9, initial 23 iu/l; repeated once gave <5 iu/l. Patient #10, initial 16199 iu/l; repeat gave 18342 iu/l; same sample diluted and repeated twice giving 9630 and 8434 iu/l. Pt #11, initial 4811 iu/l; repeated twice gave 5244 and 3374 iu/l. Pt #12, initial 5749 iu/l; repeated three times giving 6318, 4372 & 12250 iu/l. Pt #13, initial result gave 14140 iu/l; sample diluted and repeated twice giving 8677 and 8337 iu/l. Pt #14, initial 16 iu/l; repeat gave 9 iu/l. Pt #15, initial result gave 401 iu/l; repeat gave 234 iu/l. If add'l info is received, appropriate notification will be provided.